Event description:
Allegedly, eprd reported 2 new complications for biolox ceramic head® revision (1 other and 1 unknown events). First revision surgery. No further information was reported. This incident is capturing 1 unknown event.